Event description:
It was reported that the user experienced elevated blood glucose, with a peak of 300 mg/dl and approximately 4.5 hours above target, after eating a small meal without announcing it and while reusing insulin from previously used cartridges. Symptoms included hyperglycemia. Outcomes included no reported medical intervention, no backup therapy use, and no ketone testing. Investigation included user education on proper meal announcement, including announcing small meals, and counseling to discontinue reuse of insulin from old cartridges. Investigation of this case revealed user-related factors, specifically a missed meal announcement and reuse of residual insulin, as likely contributors to the high glucose readings. It was concluded that the device appeared to function as intended and that the event was attributable to user handling and use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.